Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 4/12/2018 resulted in defect found: no chemistry observed on returned test strips. After qc investigation the event was determined to be reportable. Final root cause: other root cause: washed strips. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer complaint of e-0 error; test strip error. E-0 error occurred when the blood sample is absorbed. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2018 produced result of e-0 upon sample of blood being applied to strip. Storage location of product is undisclosed. Test strip lot manufacturer's expiration date is 07/22/2019 and open vial date is one week ago.